Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. Follow-up information indicated that the patient underwent surgical intervention on (B)(6) 2019 wherein the patient's scs system was explanted due to a possible infection at the ipg site.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was placed on oral antibiotics for preventative measures. Follow-up information indicated that all symptoms have resolved.

Manufacturer narrative:
Analysis of the returned ipg found it communicated with all lab utilities, had no physical anomalies, and passed all functional testing. No anomalies were identified that would have existed prior to explant that would have contributed to the alleged complaint. Production records pertinent to packaging and sterility were reviewed for the returned product and no nonconformances were found.